Manufacturer narrative:
(B)(4). Batch # t5cx3z. Device analysis: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Would not open jaw. It was reported that during the laparoscopic radical gastrectomy surgery, after fired, removed the device from the patient, but could not open the jaw. The release button did not work. There were no adverse consequences to the patient. No additional information could be provided.